Event description:
A customer contacted global technical services (gts) regarding a check lines and bags that occurred on the homechoice (hc) unit during use, while the patient was connected. The home patient (hp) stated they received check lines and bags alarm in dwell 5 of 5, and the final bag had fluid. Hp stated they changed the final bag, while connected, prior to calling. The technical services representative (tsr) helped caller end therapy, told caller to call the rn in regards to the missed therapy and changing bag while connected to machine. The caller will call back for any problems or questions. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem of use error was confirmed based on the customer report. However, the root cause of the use error was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.